Event description:
My name is (B)(6). I have been wearing coopervision softmed breatheables contact lenses for the past 2 months which I bought from (B)(6). I recently started getting serious discomforts and eye pain. When I looked online, I found out that these contact lenses have been recalled due to quality issue at cooper vision because of the presence of silicon oil. A day after that, I see this recall notice from (B)(6). I am reading that this could cause permanent damage to cornea. FDA intervention in this matter is required. I would also like to understand the consequences of this issue to my vision. (B)(4).